Manufacturer narrative:
The investigation determined that lower than expected vitros phyt results were obtained on two different vitros quality control fluids using vitros phyt reagent on a vitros 5600 integrated system. The most likely assignable cause is an instrument related issue. Acceptable vitros phyt performance was obtained after an ortho clinical diagnostics (ortho) field engineer (fe) performed service actions to the ir subsystem of the vitros 5600 system.

Event description:
The customer obtained lower than expected, non-reproducible vitros phyt results on two different vitros quality control fluids using vitros phyt reagent on a vitros 5600 integrated system. Tdm pv v4427 phyt result of 11.35 ug/ml versus the expected result of 14.4 ug/ml. Tdm pv w4428 phyt results of 19.98 and 15.79 ug/ml versus the expected result of 27.0 ug/ml. The customer made no allegation that patient results were affected or reported from the laboratory; however, the investigation cannot conclude that patient samples had not been affected or would not be affected if the event were to recur undetected. (B)(4).